Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm leading to high blood glucose of 480 mg dl and was treated with correction injection via insulin pen on (B)(6) 2026.